Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
In a acl repair with rigidfix btb the surgeon positioned the two sleeves through the guide. When he went to introduce the pins, these and the sleeves got broken. Additional information received via email from the affiliate on 2-6-17: the sleeve was not welded with the trocar. The trocar pass through the sleeve and when the pins passed, both sleeves and pins broken . When checking if the pins had crossed the graft they saw the sleeves and the broken pins. They took out both things and put new sleeves and pins back. That took half an hour. Additional information received via email from the affiliate on 2-7-17: yes, the femoral road was damaged. The surgeon told me that he felt a little bit resistance when he was drilling. The trocar was in place when drilling.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. It was reported there was resistance while drilling. It is possible the patient had hard bone making it difficult for drilling and implanting requiring excess force. Other than this possibility, a root cause cannot be determined for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).